Event description:
During a lap colon procedure the scissors had worked for twenty minutes. After the generator signaled error 5. The scissors did not work any longer. Not even after the cleaning operation (disassembly/reasembly) made by instrumentist. The operation was finished with a new device. There were no adverse consequence to the pt.